Event description:
It was observed that during the device evaluation, the bronchofiberscope had foreign material on the light guide cover lens, and the distal end cover lens glue was chipped off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where a foreign material was confirmed. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, the adhesive of the lens was chipped. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.